Event description:
Denali rod fractured approximately 7 months post-operatively. Patient was revised.

Manufacturer narrative:
Photographic inspection confrimed fractured rod. Manufacturing and inspection records were reviewed and no discrepancies were found. The implants were manufactured according to specification.